Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited high thresholds, and a procedure was performed to re-position the ra lead. During the procedure, the physician was unable to get the ra lead in a good position, and then the right ventricular (rv) lead also became dislodged. The physician chose to remove the entire system due to length of the procedure. No patient complications have been reported as a result of this event.